Event description:
It was reported that this lead was explanted due to an unknown reason after three days of being implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).